Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of an erroneous high result for 1 patient sample tested for creatinine on a modular p module. The initial creatinine result was 360 mmol/l. This result was reported outside of the laboratory. The repeat result was 82 mmol/l. There was no allegation that an adverse event occurred. The creatinine reagent lot number and expiration date were not provided. The customer observed rinse nozzles at the back of the wash unit showed signs of dried up liquid and there was spilled liquid overflowing on the cuvettes. The field service engineer (fse) visited the customer site and replaced the rinse tube kit and confirmed the module was operating within specification. The investigation stated that inadequate cell cleaning could cause the discrepant results the customer observed. The most likely root cause was a defective tube for cell rinse/drying.